Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure, the tip cover of the monopolar curved scissors (mcs) was removed and the wire was found to have snapped. There were no delays. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.